Manufacturer narrative:
Concomitant products: product ID: pnma01411a004, lot# product type: recharger.

Event description:
A consumer implanted for spinal pain and radicular pain syndrome (radiculopathies) reported starting three days after implant they had to charge too often and long, but it was noted their parameters were recently increased. It was noted the consumer tried to charge the implantable neurostimulator (ins) to 100% full but had been having issues with poor coupling. There were no traumas or falls reported related to this issue, but it was noted the consumer was very small framed and had a hard time using the belt to obtain and maintain a good connection with the implant. It was further noted the ins seemed to be tilted up on one side more than the other. The consumer was going to meet with the manufacturer&#62688;representative (rep) to check the recharging statistics against usage (24 hours a day) and settings of 6.5 to 7.5 volts to see if charging every three days for an hour to an hour and a half twice a day was normal.

Event description:
Additional information provided by the manufacturer representative reported that they didn't know if the adhesive discs solved the patient's recharging/coupling issues. No further actions were taken. The manufacturer representative stated that the patient would call if they needed further assistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.